Manufacturer narrative:
The ventilator generated technical error code indicating a control communication error. Our field service engineer (fse) investigated the ventilator on site and replaced the complete expiratory channel printed circuit board (pcb); the control pcb and the loudspeaker situated on the panel pcb to resolve the issue. Device passed all performance and safety tests according to factory specifications. Device was returned to customer. The expiratory channel pcb; the control pcb and the loudspeaker were sent back for further investigation but the the two pressure transducer pcbs, normally situated on the expiratory channel pcb, were not returned for investigation. The provided logs confirms the reported errors related to stop of ventilation. During simulated use testing in a ventilator of the returned expiratory channel pcb, the ventilator failed the the pressure transducer test and the expiration valve test during the pre-use check (puc). The pressure transducers pcbs used during the test were from the lab ventilator. The expiratory channel pcb contains electronics including microprocessor for handling of expiratory flow measurement, expiratory valve control and safety valve control; its malfunction could lead to the errors found in the lab logs. The control pcb was also tested in a separate ventilator; it passes three pucs and ventilation was run for three days without deviation. The devices passes three more pucs after the simulated ventilation. The control pcb contains electronics including microprocessor control to achieve regulation of inspiratory flow and other inspiration parameters. Our conclusion is that the reported error is solely due to a malfunctioning expiratory channel pcb; however the fault on the expiratory channel pcb could not be located more precisely and the investigation is stopped.

Event description:
Manufacturer's ref# (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated technical error codes indicating disabled valves and control printed circuit board error. There was no patient harm. Manufacturer's ref. #: (B)(4).